Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusions occurred. Customer's blood glucose level was 180-350 mg/dl. Reportedly, the alarms were cleared and insulin delivery resumed.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The information will be used for tracking and trending purposes.